Event description:
Recall issued by distributor due to microbial contamination. Several boxes of sutures were half used over period of time. Unable to define which pts, how long and how many physicians. Order number and related lot number of other sutures from same distributor used are as follows: j334/gd9511, j340/gc9990, j340/gc99888, j340/gc9990, j340/gd9564.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor. The device was not destroyed/disposed of.